Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported there is moisture in the cartridge of the pump. Mother stated the external part stays dry but inside of the cartridge it seems to have moisture, as if insulin was leaking. Mother reported son has to correct his blood glucose by applying a bolus since this issue occurred and his blood glucose has also been higher than 300 mg/dl since this issue began. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.